Event description:
Right knee x-rayed on 4/10/94, confirmed fractured right knee with a splint applied. Pt was admitted to the hosp with an elevated temperature on 4/20/94. The right knee was x-rayed again on 4/22/94. The local orthropedic specialist ordered a brace. The pt was discharged from the hosp to a local nursing home on 4/29/94. Pt comes to an outpatient clinic for dialysis treatments 3 times weekly and requires close inspection for pressure areas due to sedentary life style and poor nutritional status. Upon inspecting pt's heel on 06/07/94, bloody drainage was noted from under the brace. The brace was removed for inspection and three dime-sized wounds were seen on the right interior aspect of the ankle. Rptr called the nursing home and they have no documentation of the leg brace ever being removed.